Event description:
Coiling of cerebral aneurysm in a 40 yrs old grade 1 sah 2 days post ictus. On inspection of the device, tip shaped of the catheter was noted to be shaped-25' ratheter than 45'. Entry into aneurysm straight forward with microwire. While advancing the micro catheter into the aneurysm, the pt suddenly became acutely hypertensive. Check angiography revealed rupture of the aneurysm. A coil was rapidly deployed into the micro catheter but went straight through the aneurysm (as the true tip of the catheter which was not marked was right though the aneurysm). On realizing that the distal marker of the catheter was absent, the catheter was withdrawn, an alternate select catheter was placed to the aneurysm and the aneurysm was rapidly coiled. The pt was not anticoagulated, CT scan showed further fresh blood in the sylvian fissure and hydrocephalus. The pt was extrubated and has made a full recovery with hypertensive rx.